Manufacturer narrative:
This report is being submitted to report additional information. One implant was returned for investigation. Visual/physical evaluation of the as returned product identified that the implant external threads, platform and internal hex were severely damaged. Functional testing could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the site 31 (universal) implant is non-restorable due to destroyed platform. Implant was removed and replaced. Site grafted with allograft at time of new implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title is not provided / unknown.